Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor having screen issues was not confirmed. The returned system monitor (serial number: (B)(6) was tested and evaluated at the service depot on (B)(6) 2021. The system monitor booted up and functioned as intended. The reported event was unable to be reproduced during testing. The unit was returned to the customer site. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The unit was shipped on 13mar2014. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected . Manufacturer's investigation conclusion: the reported event of the system monitor having screen issues was not confirmed. The returned system monitor (serial number: (B)(6)) was tested and evaluated at the service depot on 25aug2021. The system monitor booted up and functioned as intended. The reported event was unable to be reproduced during testing. The unit was returned to the customer site. A root cause for the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 13mar2014. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No patient was involved in this event. The PMA# provided is associated with the most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor screen froze.